Event description:
An altitude alarm was declared by the pump, which had been reported by the customer within the last month. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes to prevent residue and debris buildup, which could trigger alarms. The customer was told to remove and reconnect the cartridge and wait to resume insulin delivery. After following these instructions, the customer successfully resumed insulin delivery and planned to contact support again if the issue persisted.